Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for total protein urine/csf gen.3 (tpuc3). The patient is a diabetic who had come to the clinic for his annual check-up. Part of this check-up is a fluo-angiography of the eyes to check for diabetic retinopathy and a urine analysis to check for diabetic nephropathy. The patient was treated with fluorescein for the fluo-angiography. The fluo-angiography was performed at approximately 2:00 p.m. The urine sample was received in the laboratory the same day at approximately 4:05 p.m. The tpuc3 result was high and did not correspond to the patient¿s clinical picture based on a blood analysis performed in (B)(6) 2015. The patient¿s renal function is still perfect and the high protein in the urine was not expected. The customer believes the fluorescein caused the high result. The customer is wondering if fluorescein is an interference affecting the tpuc3 result. The erroneous result was reported outside of the laboratory to the physician with a statement that an interference with the assay may have influenced the result. The initial tpuc3 result using a urine sample was 3.994 g/l. The value from the siemens albustix was negative and the urine result for microalbumin was 53 mg/l. The microalbumin results are believed to be correct. On (B)(6) 2015 the customer performed a dilution series with the urine sample and the following results were received: dilution 2x albumin 63.8 mg/l (31.9 mg/l) tpuc3 3.788 g/l (1.894 g/l), dilution 4x albumin 54.4 mg/l (13.6 mg/l) tpuc3 4.06 g/l (1.015 g/l), dilution 8x albumin 48.0 mg/l (6.0 mg/l) tpuc3 4.832 g/l (0.604 g/l), dilution 16x albumin 28.8 mg/l (1.8 mg/l) tpuc3 5.968 g/l (0.373 g/l), dilution 32x albumin 22.4 mg/l (0.7 mg/l) tpuc3 7.456 g/l (0.233 g/l), dilution 64x albumin 6.4 mg/l (0.1 mg/l) tpuc3 9.28 g/l (0.145 g/l). On (B)(6) 2015 the urine sample was concentrated 200x and protein electrophoresis was performed with the following results: albumin 56.4%, alpha 1 8.8%, alpha 2 11.2%, beta 9.7%, gamma 13.9% and an a/g ratio of 1.29. Based on the results of the protein electrophoresis that indicated that 56.4% of the total protein was albumin, the expected total protein in the sample would be 0.094 g/l. No adverse event occurred. The c501 analyzer serial number was not provided.

Manufacturer narrative:
Product labeling indicates that samples for urinary/csf protein should be collected before fluorescein is given or at least 24 hours later.